Manufacturer narrative:
The catheter was visually inspected and no visual defects were found. The balloon was inflated with 2 cc of water and it was found that the water was partially filling the balloon and then exiting through the main lumen. This indicated that there was a leak somewhere in the balloon lumen that was letting the water escape into the main lumen. A review of manufacturing records were performed and there were no nonconformances with this lot. Instructions for use were reviewed and found to be appropriate. The balloon reported in this complaint appears to have been inflated during the preparation of the device. Only following placement in the coronary sinus did it fail to inflate. The root cause of the intra-lumen leak following placement of the balloon cannot be determined. This defect could not be traced to a manufacturing or design related non-conformance, hence a CAPA will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return.

Event description:
It was reported, that the endoplege (coronary sinus catheter) balloon would not inflate properly once placed in the coronary sinus. The catheter was removed and another catheter was placed and functioned properly. The balloon was inspected upon removal and was found to be communicating with the inner lumen of the catheter and would not inflate the balloon properly. It was tested prior to placing in patient on the back table, no defect was noted at that time. No patient injury was reported.